Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
This report describes the case of a (B)(6)-year-old woman with 10-year history of breast cancer presented to her primary care physician with back pain. Magnetic resonance imaging (MRI) revealed pathologic compression fractures at lumbar levels 1 and 3 without any epidural disease. Who underwent rfa and kyphoplasty for spinal metastases and noted the immediate onset of lower extremity paralysis after the procedure. Postoperative magnetic resonance imaging and physical examination suggest rfa-induced thermal injury as the most likely mechanism of paralysis. Extensive testing at the tertiary care center that ruled out (via MRI) cement extravasion, hematoma, spinal cord injury, stroke, and pre-existing degenerative conditions. Gadolinium-enhanced t1-weighted MRI seemed to indicate thermal injury to the ventral nerve roots, and the patient¿s neurological examination results confirmed that this was a reasonable conclusion. It is hypothesized that the injury occurred because of either inaccurate rfa probe placement or unexpectedly large zones of thermal ablation.